Manufacturer narrative:
Examination of the returned instrument confirms the reported breakage. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the root cause of the fracture; however, heavy usage over time and or user error/misuse could be contributing factors. CAPA (B)(4) has been initiated to investigate, identify root cause and corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Mbt punch broke during surgery and it is unknown where the little broken piece went. The surgeon did not look for it.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.